Manufacturer narrative:
Suspect device received on june 23, 2025. Device evaluation completed on july 01, 2025: since both devices were found ruptured and multiple attempts have been made to obtain additional details regarding this event, it was not possible to determine which device corresponded to the left-side breast implant, therefore, both products received were analyzed. The product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the breast implant was found to be deflated. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.5 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
Female patient who underwent a breast augmentation primary with unknown mentor saline prosthesis experience left sided deflation post operation. The issue was diagnosed through physical examination. As a result, the patient underwent removal surgery on (B)(6) 2025. Note: both implants received were found damaged, and the reported product cannot be identified. Therefore, mentor will report both damaged implants.